Event description:
A nursing chief reported that during a cataract extraction with intraocular lens (iol) implant procedure, the iol came defective into the eye during implantation. Additional information has been requested. There are eleven medical device reports associated with this report. This report is for ten of eleven.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).